Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event was resolved without sequelae 14-oct-2025.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting that no further actions will be taken. The event was considered to be ongoing as of 2025-sep-16.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp of a clinical study via a manufacturer representative reporting that the lead was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced prolonged pain in the medial area of the ins pocket. An x-ray showed an electrode loop in this area. There was no sign of infection or prolonged healing. It was noted that the electrode loop was the potential pain source. The outcome was ongoing. The etiology was a causal relationship to the device or therapy. Age at consent was 43 years old. Additional information was received from the clinical site. It was reported that the etiology was updated to remove the neurostimulator as a device that had a causal relationship to the event. The event was ongoing as of 2025-sep-16. Additional information was received from the clinical site. It was reported that the patient experienced pain following a fall onto their back/buttocks and since then, the patient experienced tingling paresthesia in their left leg. It was noted that the stimulation in their left leg was no longer sufficient. The patient experienced pain in their back and in the area of the ins pocket; the patient's back pain radiated along their left upper and lower leg to their foot, and since then, they had been unable to lift their foot sufficiently. A CT scan of the lumbar spine was performed, which showed no fracture or evidence of bleeding or disc herniation. An x-ray of the thoracolumbar junction showed a dislocation of the electrode; the device diagnosis was lead migration/dislodgement. The patient increased their pain medication, which had been reduced since ins implantation; the patient was back to their preoperative dose. It was noted that the cause of the event was due to the accident.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the electrode loop means a loop of the lead. No extensions were permanently implanted. As they do not perform standard x-rays after the implantation of the ins, they cannot tell you whether this loop has been there since implantation or not. Outcome indicated as ongoing. The event type / description was updated: electrode dislocation with loss of stimulation and pain over implantation sites.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.